Event description:
It was reported that the patient presented to hospital for generator change. During the procedure, it was noted that lead to can abrasion was noted on both the right atrial (ra) lead and right ventricular (rv) leads. The lead abrasion of both the ra and rv leads were confirmed by visual examination. Both the ra and rv leads remained implanted. There were no patient consequences.